Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm diameter was 5.2 cm. The patient has a history of coronary artery disease, diabetes, and hypertension. The implant procedure was performed without complications, and final angiogram demonstrated no endoleak and good flow through both sides of the stent graft system. Evaluation performed nine months later, the aneurysm was found to have a proximal endoleak and had increased in diameter. The next month, the patient was brought to the operating room for implantation of a 26 mm diameter x 3.75 cm length aortic extender cuff. The cuff was deployed through the right groin at the inferior edge of the renal arteries and expanded with an angioplasty balloon final angiogram demonstrated closure of the endoleak. The physician reported the aneurysm diameter was 5.4 cm one year prior to explant of the device. It was reported that a follow-up in 2001 revealed no endoleak. At the two-year follow-up, a new proximal type I leak was discovered with an increase in aneurysm diameter to 5.8 cm. The physician was unable to implant an aortic extender cuff because there was no room in the aortic neck. The physician stated that there was poor proximal fixation of the endograft due to the short length and angulation of the aortic neck. In 2002, the patient was brought to the operating room for conversion to open surgical repair and explant of the stent graft system. A window was excised in the aneurysm wall to expose the stent graft. No blood or bleeding was noted in the aneurysm, and thrombus was removed. The iliac arteries were clamped, the stent graft system was removed, and the infrarenal aorta was clamped. During removal, the physician separated the extension cuff from the bifurcated stent graft. There was no evidence of infection, thrombosis, hyperplasia, or pseudoaneurysm. The proximal neck and mid-body of the aneurysm showed weak attachment to and moderate tissue incorporation with the patient's tissue, and the iliac legs showed strong attachment to and good tissue incorporation with the patient's tissue. No apparent stent fractures, suture holes, stent defects, or fabric defects were noted. No additional clinical sequelae were reported. The explanted stent graft system has been received by medtronic ave, and its analysis is pending.